Manufacturer narrative:
The device was received for evaluation and underwent upstream occlusion testing; the occlusions occurred within the specified psi ranges and the device passed the test. A review of the event history log revealed two events on (B)(6) 2021, however the log cannot be used to determine if the alarms were true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.